Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed power loss and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, the pump was monitored and functioned properly. The pump was received with loose retainer and missing reservoir tube lip o-ring. The pump was received with cracked reservoir tube lip, fading serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call replace battery now alarm and power error detected alarm on the insulin pump. Customer¿s blood glucose level was 10.2 mmol/l. Troubleshooting for the alarms were performed. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.